Event description:
The customer alleged that the audible alarm was intermittent. The customer's biomed inspected the device and could not duplicate the alleged event. The unit passed extended self testing. The front panel display printed circuit board was replaced as a precaution. It could not be verified that the alarms failed to activate, and no malfunction may have occurred. There was no report of pt involvement or injury. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.